Event description:
It was reported that during the preparation of a stenting treatment procedure, the stent dislodged. While prepping a 3.0x16mm veriflex stent outside of the patient's body, the stent was inadvertantly pulled off of the balloon. It was noted that the stent was located on the stylet. A 3.0x20mm stent was used to successfully complete the procedure. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).